Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection identified no grease on the cam lobes which contributed to the reported condition. A device history review revealed that the direct cause of the complaint is related to the manufacturing of the product. The reported condition was verified. The device was found out of specification in relation to the reported over infusion which was reproduced. The direct cause of the reported symptom was determined to be a workmanship failure which resulted in no grease being applied to the cam lobes during manufacturing. The absence of grease led to premature wear on all finger and valve pushers. It was determined that the premature wear lead to the upper valve being unable to occlude the line during the pumping phase of the device, and therefore causing an over infusion. The cam shaft assembly and pushers were replaced to correct the reported symptom. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a flow accuracy issue during therapy of nitroglycerin, programmed at 2ml per hr (dose and delivery rate unknown). The pump was removed from the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.